Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. However, the use of alcohol-based solution (septoderm spray) to clean the transfer set is a use error. According to the warning appearing on the direction sheet for this product, ¿do not apply hydrogen peroxide, alcohol or antiseptic agents containing alcohol to the connectors.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient identified a leak in a transfer set. The patient uses septoderm spray as a disinfectant. There was no patient injury or medical intervention associated with this event. No additional information is available.